Manufacturer narrative:
Insulin pump passed displacement test and self-test. Unit was received with intermittent all the buttons response due to corroded keypad traces. Keypad connector was fully locked. No button error alarm noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had returning for unknown. The customer¿s blood glucose level was unknown. The device will be returned for analysis.